Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned receiving an op5 application error. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed the generation of an op5 application error of error code 05-50052-11048-002 on the date of last use, (B)(6) 2023. The log files indicate that this error code is an uncaught exception alarm and did not impact insulin delivery. The log files showed that the uncaught exception was due to a runtime exception caused by an illegal state exception. The exact cause of this exception and the subsequent alarm could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports they had received an error on their controller while at the hospital in which they were able to reset prior to the pod being removed. The patient was treated with saline as well as intravenous insulin. The patient was released from the hospital the following day.